Event description:
The reporter stated the surgeon inserted a 12.6mm micl12.6 implantable collamer lens and the surgeon decided to remove and reload the lens. The surgeon was not sure if the lens was damaged when he removed it, so decided to use the backup lens. The lens was partially inserted into the patient's eye.

Manufacturer narrative:
(B)(4). Evaluation codes: method - (other): work order search. Results - (other): a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic torn and one haptic torn, with a piece torn off and missing. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).